Event description:
Same case as MFR report #: 2134265-2010-04387. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous mid to distal right coronary artery (rca). The lesion was 35mm in length. Initially, the physician attempted to predilate the lesion with an unspecified balloon catheter however this was not successful. The physician attempted to cross the lesion with a non-bsc penetration catheter, however that was not successful. The physician crossed a non-bsc microcatheter, and exchanged the non-bsc guide wire for a rotawire floppy guide wire. The physician advanced a 1.25mm rotalink plus burr, and successfully completed 5 runs of ablation for 10 seconds each run at a speed of 180,000 rpms. The physician then exchanged the system for a 1.5mm rotalink plus burr, and completed 3 runs of 10 seconds each run at a speed of 180,000. Following the use of the 1.5mm burr, coronary angiography was performed, and the physician noted that the rotawire floppy guide wire had fractured into two pieces. The physician used a non-bsc snare to retrieve 11 cm of the rotawire floppy guide wire however the distal 1cm portion still remains in the patient in the distal portion of the posterior descending artery. Two promus stents were implanted in the proximal to mid rca. No patient complications were reported and patient status is fine.

Event description:
Correction - it was further reported that the promus stents were implanted in the mid to distal rca, not the originally reported proximal to mid rca.

Event description:
Correction - it was further reported that the promus stents were implanted in the mid to distal rca, not the originally reported proximal to mid rca.

Manufacturer narrative:
Device evaluated by MFR: the returned device was received in two fragments, one measuring 11.2cm including the spring tip, the other fragment measures 312.3cm. Visual inspection of the device under the microscope revealed fractured spring tip and missing ballweld; the present spring tip measures 1cm. The outer diameter (od) of the wire was measured found to be within maximum od specifications. The fractured spring tip and wire were sent to the analytical lab for analysis: the coil of the tip section was tightly wrapped in appearance typical of torsion. The fracture surface exhibited elongated dimpled ruptures in a torsional direction. No material anomalies were noted. Conclusion: both the core wire and outer coil fractured due to a torsional overload". "The fracture surface of the wire fragment exhibited a fibrous appearing structure that is actually grain boundaries running in the longitudinal direction. This is typical of a bending type action. No material anomalies were noted. Conclusion: fracture occurred as a result of a bending overload". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Describe event or problem: location of the implanted promus stents was corrected from the proximal to mid rca to the mid to distal rca. (B)(4).